Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up arrow and down arrow keypad buttons required several presses to elicit a response and the buttons will scroll. The patient reported there are no cracks in the keypad. The patient stated there is no trauma or water exposure to the pump. The patient reportedly wore the pump on a belt and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
(B)(4): on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, all of the keypad buttons had intermittent response and, when pressed, required excessive force to evoke a response. The keypad cover was removed for investigation and revealed that there were no hypersensitive on inverted contacts. There was visible contamination under contacts of all the buttons. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.